Event description:
Patient had a 7 fr double lumen power hickman placed. Approximately two months later the patient returned to have the catheter replaced due to a leaking, cracked hub. The patient required an invasive procedure to change the catheter.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.